Manufacturer narrative:
One controller and four batteries were returned for evaluation. Failure analysis of bat202008 revealed that the battery's connector was broken, preventing proper connection of the battery to a controller. This is an additional observation not related to the reported event, likely due to the handling of the device. Visual inspection of bat200835, bat209806, bat209803, and bat202008 revealed an illegible release indicator on the connector of each battery. Of note, it was reported that acetone was applied to the batteries. Bat200835, bat209806, and bat209803 passed functional testing. Failure analysis of the controller revealed that the device passed functional testing; visual inspection of the controller revealed contamination within both power ports, likely due to the handling of the device. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat200835, bat209806, bat209803, and bat202008. As a result, the reported event was confirmed. The most likely root cause of the illegible release indicators can be attributed, but not limited, to the handling of the device and/or wear. The most likely root cause of the reported premature power switching event after lubrication can be attributed to momentary disconnections due to contamination of the power ports and/or the wearing of the gold-plated pins, exposing the pin¿s base metal to the effects of corrosion. Additional products: common device name: battery bat200835. Yes, return date: 08-apr-2019. Device evaluated by MFR: yes. FDA method code(s): 10, 4112. FDA results code(s): 135, 3213. FDA conclusion code(s): 19, 4307. Common device name: battery bat209806. Yes, return date: 08-apr-2019. Device evaluated by MFR: yes. FDA method code(s): 10, 4112. FDA results code(s): 135, 3213. FDA conclusion code(s): 19, 4307. Common device name: battery bat209803. Yes, return date: 08-apr-2019. Device evaluated by MFR: yes. FDA method code(s): 10, 4112. FDA results code(s): 135, 3213. FDA conclusion code(s): 19, 4307. Common device name: battery bat202008. Yes, return date: 08-apr-2019. Device evaluated by MFR: yes. FDA method code(s): 10, 4112. FDA results code(s): 135, 3213. FDA conclusion code(s): 19, 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery, serial #: (B)(4) / model #: 1650de / expiration date: 30-sep-2015, UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 30-sep-2014. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, serial #: (B)(4) / model #: 1650de / expiration date: 31-oct-2016, UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 31-oct-2015. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, serial #: (B)(4) / model #: 1650de / expiration date: 31-oct-2016, UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 31-oct-2015. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, serial #: (B)(4) / model #: 1650de / expiration date: 31-oct-2015, UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 31-oct-2014. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries exhibited power switching. The patient applied acetone to the batteries and then used them with the controller. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.